Manufacturer narrative:
This lead was not returned. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of 17 months, an insulation defect was reported on the rv lead. During the rv lead revision, this ra lead was found damaged as well so was capped.